Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal remained ongoing. The patient experienced peritonitis, requiring hospitalization. The patient was treated with IV injections of vancomycin, 1gm stat, (every 5th day, continue for 14 days) and fortum 1 gm bd (continue for 14 days). The root cause of the peritonitis was not reported. The patient was recovering from this peritonitis event.